Event description:
The us complainant had a cp placed for support after the 5.5 failed to deliver. The cp was supporting and had loss of optical signal. No harm or injury noted and console was replaced. This was seen on day 2 of the support. The team replaced the automated impella controller (aic) and transferred the pump to a new aic. Later on day 3 of the support the patient experienced ventricular tachycardia (vt) that prompted shock x3. The pump additionally had position adjusted within the left ventricle. Later on day 6 the patient had more vt runs x6. The patient this time was not shocked. The patient later expired on day 7 after care was withdrawn.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. This is one of two medical device reports associated with the event. Refer to initial medical device reports for automated impella controller serial number (B)(6) and impella pump serial number (B)(6) with date of report: november 12, 2024.

Manufacturer narrative:
The investigation of ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the vt was not determined g.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-23293 was submitted in accordance with updated procedures. G.3 date received by manufacturer was reported incorrectly on the initial manufacturer device report number 1220648-2024-23293. The date should of been 26-sep-2024. H.6 code 1721 was reported incorrectly on the initial manufacturer device report number 1220648-2024-23293. Code 4617 was inadvertently omitted from the initial manufacturer device report number 1220648-2024-23293 and was added.